Event description:
It was reported that the patient was experiencing "excruciating back pain" and "lump that protrudes out" and stated she's "pretty sure it's where the leads go into my spine." The patient had concerns regarding if the ins is turned off can it still conduct electricity. The ins had been off for about 1 week. The patient noticed back pain and lump about 1 month ago following strenuous activity or exercise. The patient had been doing a lot of moving and heavy lifting. The patient was having an x ray done at the hospital today. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 3998 lot # v007342 implanted 2006-(B)(6) explanted unknown; extension model # 3708240 lot # nkb001969n implanted 2006-(B)(6) explanted unknown; programmer model # 37742 lot # njd025903n.